Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient was implanted with a bard/davol "marlex" mesh during a cystocele repair. On(B)(6) 2008 - the patient underwent implant of a non bard sling and explant of the bard/davol "marlex" mesh due to sui and eroded anterior cystocele mesh. Post explant, the patient continued to have issues regarding non bard mesh. On (B)(6) 2012 - the patient again underwent a excision of the non bard/davol mesh during a paravaginal repair and implant of additional implants of anterior and posterior non bard/davol mesh. The attorney's report alleges pain and suffering, permanent injury, additional medical treatment and defective mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a patient injury and medical records have not been provided. Without a lot number a review of the manufacturing record could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.